Manufacturer narrative:
The insulin pump received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. The insulin pump also received with cracked case (battery tube) and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 104 mg/dl. The customer reported that the insulin pump was exposed to moisture. The customer reported that there was fluid in the reservoir and battery compartment. The insulin pump will not be returned for analysis.